Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed and flailed anterior leaflet, restrictive posterior medial leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4. The patient presented with a large prolapse and flail at the anterior 2 (a2) leaflet and a restrictive posterior medial leaflet (pml). The first mitraclip was deployed at the a2 and p2 leaflets, reducing the mr to grade 2. While removing the gripper line without resistance, the pml detached from the implanted mitraclip. The mitraclip remained attached to the anterior leaflet (single leaflet device attachment). As treatment, a second mitraclip was implanted lateral and a third mitraclip was implanted medial. The mr was reduced to grade 1. Acceptable results were reported. There was no adverse patient sequela and the patient is in stable condition. There was no additional information provided regarding this issue.